Event description:
On (B)(6) 2015, this patient was implanted with two gore® excluder® aaa endoprostheses to treat a pre-existing ruptured abdominal aortic aneurysm. The patient tolerated the procedure. It was reported the patient admitted to the ER on (B)(6) 2015, after falling when entering her house. She was having syncopal episodes as well as abdominal and lower back pain. Computed tomography (CT) scan revealed a pre-existing (leaking) ruptured abdominal aortic aneurysm (aaa). The physician chose to treat the patient with endovascular aaa repair. Several attempts were made to canulate the contralateral gate without success. Reportedly there was either a wall of thrombus or a flap of the dissected aorta that was blocking cannulation. The physician chose to convert the patient to an aortouniiliac (aui), he used an amplatzer® vascular plug to occlude the right common iliac artery. He then implanted a gore® plc231400/12412404 device and performed a femoral-femoral bypass. The patient became hemostatically unstable during the duration of the procedure. During the postoperative period the patient became hypotensive with hypercalcemia and very unstable. It was the family¿s decision to institute comfort care and the patient expired on (B)(6) 2015. The cause of death is attributed to a pre-existing ruptured abdominal aortic aneurysm; the physician is not contributing the cause of death to the gore device.

Manufacturer narrative:
Additional devices implanted and/or related to this event: plc231400/12412404. Concomitant medical products: medications: cholecalciferol, multiple vitamins, acetaminophen, aspirin, atenolol, atorvastatin, calcium with vitamin d, estradiol, lisinopril, psyllium, trazodone, and zolpidem. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in the following patient populations: leaking: pending rupture or ruptured aneurysms. Adverse events that may occur and/or require intervention include, but are not limited to: death.